Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient, with a history of non-ischemic cardiomyopathy (nicm), low ejection fraction, and automatic implantable cardioverter defibrillator (aicd), experienced ventricular tachycardia (vt) requiring CPR and successful intraoperative defibrillation following initial ventricular access using al1 and a .035 j-wire. The impella insertion was completed without further complications. No recurrence of ventricular tachycardia (vt) was noted. The patient remained stable on intravenous drips and was transferred to the unit as planned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary (tachycardia ): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all the post sterile inspection checks.